Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because his implant had stopped working. Upon removing the old system, the surgeon noted a leak in the reservoir tubing. An ams700 cx 21cm device with 100ml reservoir were implanted.